Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was "high", however, a bg value was not provided. Reportedly, the cause was that their air bubbles were observed in the infusion set tubing. Customer delivered a bolus to address bg level and tandem technical support guided the customer through priming the air bubbles out.